Manufacturer narrative:
(B)(4). Medical device: unknown femoral catalog#: ni lot#: ni. Unknown tibial tray catalog#: ni lot#: ni. The device will not be returned for analysis, as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that surgeon is requesting a custom tibial insert to correct a patient's right knee which is maligned nine degrees in valgus. No revision procedure has occurred. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right knee revision approximately four years post-implantation due to the patient's knee having a valgus alignment. A custom tibial insert was used to correct the alignment issue.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: a2, b4, d1, d6, e1, g3, g6, h2, and h10.

Event description:
No further event information available at the time of this report.